Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer acknowledged the alarm and resumed insulin; however, occlusions continued and clinical troubleshooting was exhausted, a replacement pump was sent to resolve the issue.